Event description:
A female with a history of tonsillar squamous cell carcinoma and required a gastrostomy tube prior to treatment. Last year the pt had a peg (percutaneous endoscopic gastrostomy) tube placed in 2008, and a cope gastrointestinal suture anchor set put in place to stabilize the tube until healing occurred. A few months later, the pt returned for removal of the suture three months later. Two months following the pt's return, the peg tube was removed. There were no difficulties with the removal documented in the medical record. The pt's wound did not heal despite a variety of interventions. In the summer of the following year (2009) an egd (esophagogastroduodenoscopy) was done and a retained suture was identified. The suture was removed endoscopically. Pt status was not provided by reporter.

Manufacturer narrative:
Lot - unk as not provided by reporter. Expiration - unk as lot is unk. Each device is shipped with an instructions for use (IFU) that states: "note: the suture may be left in place for two weeks while tract formation occurs, or it may be cut after gastrostomy placement. This releases the anchor into the stomach, allowing its passage via the gastrointestinal system." It is possible that since the device was left in place for three months, rather than the suggested two weeks (per the IFU), that the anchor was not released into the stomach, allowing its passage via the gastrointestinal system. We will continue to monitor for similar events.